Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the screen on this unit does not power up. The front panel was replaced and the issue was corrected. There was no patient involvement at the time of the incident.